Manufacturer narrative:
The customer returned the device to ventec. Ventec observed that the device would unexpectedly shutdown. The customer has requested that the device be returned unrepaired. The cause for the reported issue could not be determined.

Event description:
The device was returned to ventec and it was observed that the device would unexpectedly shutdown. There was no patient involvement.